Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of insulin squirting out when he was placing the reservoir. The customers blood glucose levels at the time of incident were unknown. The customer states that insulin is squirting out during the manual prime process and it won't stop. Troubleshooting was conducted. It was found that the drive support cap was sticking out, and the customer had to push it back in. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery tests due to motor error alarm. The insulin pump was received with minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.